Manufacturer narrative:
The lot code provided, 4464020, appears to be invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported: mechanical failure left total hip arthroplasty: periprosthetic fracture. Cup was left in. Change of stem, head and liner.